Event description:
A customer reported that the t:slim x2 pump battery was not charging. There was no specific impact mentioned regarding the customer's blood glucose level, but it can be inferred that there was no adverse impact since the issue did not appear to affect the pump's operation. The customer initially used a third-party wall adapter but resolved the issue independently, confirming that the pump was charging at 100% by the end of the call.